Event description:
In preparation for a procedure, the user selected a cook 6 shooter saaed multi-band ligator. The customer would like [to] make banding with the mbl, [but] the blue hack [hook] peeled off from the [loading] catheter from the system. The customer used a new mbl with another lot-nr [number] that was ok. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device was able to confirm the report the blue hook had separated and/or detached. The returned pouch consisted of one catheter. One blue hook was returned and it was attached to the catheter and was fully seated. The other blue hook was not included in the return. The inner diameter of the loading catheter, the length of the loading catheter and the length of the loading catheter's stylet wire was measured and verified to be within the appropriate manufacturing specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. (B)(4): a corrective action has been implemented to reduce occurrences of blue gook detachment. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.